Event description:
The patient reported right side hematoma and seroma. Later, patient reported no complaint against the device. Patient later reported "rupture" and "hematoma/seroma not for this device". Device remains implanted.

Manufacturer narrative:
Asr / psr date submitted: 10/26/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.